Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for (4) four unknown 3.5mm locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hindfoot fusion right ankle revision surgery, a hardware removal was performed due to pain. The patient's pain was not considered to be from the hardware. One (1) of the 2.7mm locking screws broke during the hardware removal; there was no fragmentation of the screw, nothing was left in the patient. All other implanted devices were removed easily without incident, there were no parts remaining in the patient. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. This report is for (4) four unknown 3.5mm locking screws. This report is 3 of 4 for (B)(4).